Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while the patient was unwrapping presents, there was noise present that led to an untreated episode. The noise appeared to be myopotential related. The patient was brought in for testing and the extent of the noise was unable to be recreated. A few instances of myopotential noise were able to be recreated, however the subcutaneous implantable cardioverter defibrillator (s-ICD) detected the noise appropriately. It was noted that x-rays were not an option at the moment. The patient was hospitalized and boston scientific technical services (ts) was consulted. Upon review ts noted the noise could be related to myopotential activity and recommended additional testing, x-rays if possible and a better understanding of the surrounding environment during the time of the untreated event. The patient was discharged from the hospital and returned to the clinic for follow up. It was determined there was a very low likelihood for electromagnetic interference (emi) interference from electronics. The patient is very compliant regarding electronic usage and implanted devices. It was noted the s-ICD was implanted using the two incision technique. The patient is of a larger stature. Ts reviewed further and noted very low amplitude. Review of the x-ray did find that the electrode seems higher and more towards the left side of the patient than optimal potentially impacting the s-ICD sensing performance, especially susceptibility to left pectoral myopotential noise. Based on available image ts was unable to comment accurately on shock vector coverage by the s-ICD system. Ts discussed further troubleshooting and programming options. No additional adverse patient effects were reported relating to the untreated event.